Manufacturer narrative:
The evaluation of the device is not necessary, because the field safety engineer present during the surgery confirmed that the incident occurred following an user error. The device operated within the specification.

Event description:
It was reported that following a surgeon error a collision between the instrument holder and the retractors occurred causing a system shutdown.